Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found that the probe in the wash zone was slightly clogged. Cleaning of the nozzle pairs 2-3, wash solution (rohs) resolved the issue. A review of the analyzer¿s service history revealed no contributing factors on or around the time of the issue. A review of tracking and trending did not reveal any trends for the architect c16000 or the parts associated with this ticket regarding the current complaint issue. The calculated erratic rates for the architect c4000, c8000, and c16000 were all below the upper control limit. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect c16000 instrument serial number (B)(6) was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated magnesium results generated on the architect c16000 instrument for one patient. The results provided were: sid (B)(6) initial = 2.57 mmol/l, repeated = 0.91 mmol/l (reference interval is 0.75 mmol/l to 1.02 mmol/l). No impact to patient management was reported.